Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, the hp had left 2 unused supply lines, of the homechoice set, unclamped during therapy. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per hp's nurse.